Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following results:a review of the black box showed the date of 02/22/2014-03/02/2014; the complaint was logged on 01/10/2014. The battery cap and battery compartment were intact. The pump was able to power on and be exercised with no power loss or alarms. A 10u manual bolus and a 10u audio bolus on 3/25/2014 at 1:44 and 1:45; both were accurately recorded in the pump¿s history. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient¿s blood glucose level was elevated to 300 mg/dl, and believes that the pump is not delivering insulin. There were no reported symptoms, and the elevated blood glucose level of 300 mg/dl with no symptoms does not meet animas criteria for an adverse event. The reporter stated that there were two programmed boluses recently, one for the evening of (B)(6) 2014 and one for the morning of (B)(6) 2014; neither of which were showing in the pump¿s bolus history. The reporter stated that the basal rate was programmed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.